Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on the performa meter, compared to a professional meter, within 10 minutes: 125 mg/dl (performa meter) and "lo" mg/dl (hospital's meter). The performa meter belongs to a fire department. The patient was in a coma in an ambulance when the blood glucose results were taken. It is unknown if the patient received treatment. It is unknown how long the patient was in the hospital. Return of the suspect device was requested for evaluation.

Event description:
It was reported the patient received the following results on the performa meter, compared to a professional meter, within 10 minutes: 125 mg/dl (performa meter) and "lo" mg/dl (hospital's meter). The performa meter belongs to a fire department. The patient was in a coma in an ambulance when the blood glucose results were taken. The patient was discharged after drinking sugar water. It is unknown how long the patient was in the hospital. Return of the suspect device was requested for evaluation.

Event description:
It was reported the patient received the following results on the performa meter, compared to a professional meter, within 10 minutes: 125 mg/dl (performa meter) and "lo" mg/dl (hospital's meter). The performa meter belongs to a fire department. The patient was in a coma in an ambulance when the blood glucose results were taken. The patient was discharged after drinking sugar water. The hospital did blood test in the lab before the patient drank sugar water and the value was 101 mg/dl. The timeframe between the 101 mg/dl result and the result comparison is unknown. It is unknown how long the patient was in the hospital. Return of the suspect device was requested for evaluation.